Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number: 54200, was returned and analyzed. The data files showed that seven applications were performed with the return balloon catheter. Also, the files confirmed system notice 50022 ¿mechanical component error¿ was seen in multiple applications with the returned balloon catheter. Additionally, two more applications were performed with a replacement catheter. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, a clinical issue was encountered during the case. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an effusion was suspected when guiding the balloon catheter and sheath to the left superior pulmonary vein. The effusion was not clearly observed using echocardiography and intracardiac echo. The procedure proceeded, and the case was completed with cryo. No further patient complications have been reported as a result of this event.